Manufacturer narrative:
The event occurred in (B)(6). A similar device is distributed by (B)(4) in us. There were no patient complications resulting from the alleged issue. The device was received and evaluated via simulated use testing. No leaks were observed when the device was primed. The device started leaking at a positive pressure of 13.11psi or 677.98 mmhg. The device is designed to relieve pressure at negative pressure of -200 mmhg and positive pressure buildup of <1300 mmhg (avg). The device functioned as intended. DHR review conducted showed no issues during manufacturing.

Event description:
The device distributor in (B)(4) reported an issue encountered by one of their customers using the cpbp vacuum relief valve. The valve is a vacuum relief valve that is sold bulk, non-sterile to the distributor for further processing into final sterile packs. The distributor reported they received a complaint which stated the valve leaked during use. This occurred during a procedure, and the clinicians continued to use the device to complete the procedure. There were no patient complications reported as a result of the alleged issue. The device was returned for evaluation.